Manufacturer narrative:
The device was returned for analysis. The reported ¿sutures came out with the device¿ could not be replicated in a testing environment as it was based on operational circumstances and the suture was not returned. However, factors that may contribute to the reported difficulty include, but not limited to, friable artery, knot tensioning angle not coaxial or knot jams in subcutaneous tissue. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The additional proglide device referenced in under a separate medwatch report. The device was returned for evaluation. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using two proglide devices after an sfa stenting procedure. Reportedly, prior to insertion into the patient anatomy, the lever of the first proglide device was noted to be lifted. The lever was closed; however, the foot of the proglide failed to park and remained in the open position. The device was not inserted into the patient anatomy. A second proglide device was used and when harvesting the sutures, the knot was connected to the sutures, outside the patient anatomy. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.